Event description:
It was reported that, during a rotator cuff repair surgery, the switch drape did not stay engaged in the insert of the spider 2 tenet; as consequence, the positioning of limb was lost. The surgery was completed with the same device after catching the limb. The surgery was minimally delayed. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the quick connect was damaged and that a drape clip was missing. No customer battery, battery charger, footswitch or accessories were included. A functional evaluation was performed. A known functioning test battery was used. The switch drape bypass jig was utilized and was inserted into the spider 2 switch drape receptacle with no difficulty. The unit pressurized and de-pressurized as designed utilizing the switch drape bypass jig. The unit passed the weight test. The limbs moved freely after de-pressurization as designed. The unit was pressurized with the switch drape bypass jig inserted. The switch drape bypass jig was then pulled directly out the spider 2 switch receptacle and the unit did not de-pressurize as designed. This was repeated 10 times and the unit did not de-pressurize. The unit also functioned as designed utilizing the foot pedal test jig, power switch and setup button. The female connector from the switch drape is designed to plug into the male receptacle of the spider 2 without locking in place. The switch drape connector can be separated from the spider 2 switch drape receptacle by grasping the switch drape connector and pulling it out directly. There is no latch or mechanism in place to disengage or unlock to remove the switch drape connector from the switch drape receptacle. The complaint was not confirmed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures.